Manufacturer narrative:
(B)(4). Additional 510k number: k101880. Device not returned.

Event description:
It was reported, that before placing the implant, the cap seal for the implant ((B)(4)). There was no delay in the surgical procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection. The product shows signs of wear consistent with use, and debris about the threads. The internal drive feature is similarly worn. No packaging was returned for inspection. Device malfunction and complaint are unconfirmed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: expiration date, UDI: (B)(4). G1-g2: contact office - name/address. G4: date received by manufacturer. G7: type of report. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H4: device manufacture date. H6: evaluation codes. H10: additional narrative/date.